Event description:
The physician reported a patient presented with a cerebral arteriorvenous fistula (avf). During the procedure, the coil was unable to be advanced through the microcatheter. The procedure was successfully completed using another neurovascular stent. There was no allegation of harm.

Manufacturer narrative:
Boston scientific conducted a review of the device history record (DHR) on this batch and no issues or discrepancies were found. The DHR review showed that this device met all required specifications. The device in question was returned to boston scientific for a technical investigation. The coil was returned stretched at the section between the pet joint and main coil glue/ melt joint. The coil was also slightly stretched distally to the main coil glue melt joint and slightly stretched along its length. It was also noted that the main coil's distal end had been separated and the distal separated and the distal separated was not returned. Due to the fact that only a portion of coil was returned with the microcatheter, the device's functional performance could not be thoroughly investigated. Therefore, boston scientific cannot conclusively determine what caused the user's experience. The cause of the event remains unknown.